Event description:
The consumer reported they felt a sharp pain at the implantable neurostimulator (ins) site when she bent over. No trauma/falls were noted that could be related to the issue. There was recent medical test or emi exposure to the patient. The patient had an x-ray of the neck. The ins had not been checked. The event date was noted as (B)(6) 2016. Additional information received 2 days later via the consumer reported the patient had wanted to know "why it [was] doing that." The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.